Manufacturer narrative:
(B)(4). Batch # p56j9z. Photographic analysis: picture received shows a staple line, staples legs can be seen protruding from the tissue. Based on the photo alone the event describe is confirmed. Device evaluation: the analysis results found that the sr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure, the staple line was not formed properly with one row of the staples remaining opened after triggering the firing knob. There was no information regarding to the number of reloads used during the case. No adverse event was reported.